Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a nurse from the (B)(6) of bacterial peritonitis with culture positive for serratia marcescens in a patient coincident with dianeal pd4 unknown bag therapy for automated peritoneal dialysis (apd). On (B)(6) 2011, the patient experienced bacterial peritonitis, manifested by cloudy effluent and abdominal pain. On (B)(6) 2011, the patient started remedial treatment with oral ciprofloxacillin, 500mg (frequency not reported). On (B)(6) 2011, ciprofloxacillin was discontinued and the patient was hospitalized for administration of remedial treatment with meropenem 1gm daily intravenously (IV) indicated for the bacterial peritonitis. On (B)(6) 2011, the patient was discharged from the hospital and remained on IV meropenem until (B)(6) 2011. Outcome for the bacterial peritonitis with culture positive for serratia marcescens was not reported. On (B)(6) 2011, the patient experienced recurrent peritonitis. In (B)(6) 2011, the peritoneal dialysis (pd) catheter was removed and the patient was switched to hemodialysis. The nurse considered the peritonitis to be serious and medially significant. The root cause of the peritonitis was unknown. At the time of this report, the patient remained on hemodialysis and the peritonitis had not resolved. It was unknown to the nurse whether the bacterial peritonitis with culture positive for serratia marcescens was related to dianeal pd4 unknown bag therapy. This is one of multiple reports from the same reporter.